Event description:
A report was received that during suction procedures, the swivel adapter end that fits into the y on the ventilator circuit came loose and broke off from the ventilator. The detached piece could not be retrieved and the ventilator tubing had to be changed. The change over created a desaturation recovery period for the pt. However, there was no adverse event or pt injury. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.